Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported both surgeons were having trouble closing the ax55b. The device was fired and the staple line was checked before cutting the sigmoid. The surgeon said he saw no staples. Another ax55b was opened to complete the case. There was no consequence to the pt.